Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues were with sensor glucose versus blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 300 mg/dl, while the sensor glucose was 40 mg/dl. Customer reported that the cannulas are occasionally bent. Product is being returned and replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the needle complaint due to the customer not returning the insertion needle, only the sensor. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.